Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 2.25 x 12 synergy drug-eluting stent was advanced for treatment. However, prior to deployment, the stent came off the balloon. The dislodged stent was trapped by another stent. The procedure was completed with another synergy stent. No patient complications were reported and the patient was fine.